Event description:
The event date is unknown. It was reported to boston scientific corporation on march 27, 2008, that a jagtome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure (patient age, gender and weight unknown).according to the complainant, the device would not bow. The procedure was completed with a second jagtome rx sphincterotome. No patient complications were reported as a result of this event.

Manufacturer narrative:
The device has been discarded. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. A review of the device history record for the pertinent lot was performed; no anomalies were noted.